Manufacturer narrative:
Manufacturer investigation conclusion: incidental findings: an electrical contact/short between one of the power lines and the shield was confirmed in the white power cable. The reported event of a burn mark on one of the controller¿s power cables was confirmed. Visual inspection of the returned system controller serial number (B)(4) revealed that the controller was in used/worn condition and there was a burn mark on the white power cable. The system controller was connected to a test power module and system monitor and the data log file was successfully retrieved. The log file contained events recorded from (B)(6) 2021. There were two brief no external power and low voltage hazard alarms recorded on (B)(6) and (B)(6). The associated voltage levels suggested that the alarms occurred while the system controller was connected to a power module. There was a third incident recorded on (B)(6) where the power module output decreased below 10v and the system continued to operate powered by the backup battery. There were two more incidents, captured on (B)(6), where the no external power, low voltage hazard and backup battery in use activated while the system controller was connected to a power module. The returned system controller was able to operate a test pump during analysis; however, when the white power cable was manipulated, the test power module activated a yellow wrench alarm and the system monitor displayed no external power and low voltage hazard alarms. The system continued to operate powered by the backup battery. The system controller was disconnected from the test equipment and the white power cable insulation was removed. An electrical contact/short between one of the power lines and the shield was confirmed. There was also a green substance observed in the cable. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. The controller was disassembled and a significant amount of the green substance was also observed inside the controller. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The labeling (heartmate ii patient handbook and heartmate ii instructions for use) addresses caring for the system controller power cables, avoid bending or twisting them and inspect the system controller power cables for damage daily. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #: 2916596-2021-01077. It was reported that the patient's system controller was smoking, the lights on the controller were off, and the power module was alarming. Emergency medical services confirmed that there was a burn mark on one of the power leads on the controller, and switched the patient to the backup controller. The patient denied any symptoms associated with the event and was sent home with a loaner power module until a replacement could be sent. The local fire department inspected the outlet that the power module had been plugged into at the time of the event, and stated that it looked to be functioning normally. The power module had recently undergone its yearly maintenance by the biomedical team and had passed. A new patient cable was placed for use at that time. The power module, patient cable, and system controller were returned for evaluation.